Event description:
It was reported that the user observed insulin leakage from the cartridge; the piston initially appeared not to move during fill tubing until the user performed a longer press-and-hold, after which piston movement was confirmed, and the supply change was successfully completed when the cartridge was inserted into the ilet before attaching the connector. Symptoms included hyperglycemia with blood glucose reported over 400 mg/dl. Outcomes included interruption of insulin delivery, use of subcutaneous insulin via pen as back-up therapy, and subsequent resumption of insulin delivery after correct setup, without medical intervention or hospitalization. Investigation included troubleshooting and user education on the correct supply change sequence. Investigation of this case revealed use error related to attaching the cartridge to the connector prior to inserting into the ilet, which led to the alert and reported leakage, and device function was confirmed once proper steps were followed. It was concluded, based on previously established findings for similar reports, that the cause was user interaction inconsistent with instructions for use.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.